Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed.  Analysis of the data/database found the customer comment that the mobile programmer application was unable to pair to both the mobile programmer and patient connector was confirmed. It was also determined that the mobile programmer application crashed/froze while attempting to connect to the patient connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application was unable to pair to both the mobile programmer and patient connector. Troub leshooting steps were taken to include repairing the bluetooth and reattempting pairing however the issue persisted. There was no patient involvement. Upon analysis it was noted that the mobile programmer crashed/froze during use.